Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor break. Customer's blood glucose level was unknown. Customer advised the needle broke inside of the serter and was impossible to use. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed visual inspection and found the sensor needle bent inside the sensor housing. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.